Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic procedure for placement of a pulmonary stent. The clinician had difficulty loading the ultraflex tracheobronchial stent over the guidewire. The issue was noted to be with the guidewire (MFR unk) and not with the stent itself. When the clinician removed the initial guidewire and utilized a subsequent guidewire that was described as 'more stuff', the pt coded. The pt expired. The ultraflex stent is not available to be returned for eval.